Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were pump reboots observed in the black box history to support power loss. The battery cap was not returned with the pump, but a test cap was able to fit and maintain electrical connections. There was no damage along the battery compartment. A power loss was not duplicated. The test battery cap was used for the 24 test without any reboots observed. Unrelated to the original complaint, the pump booted to the verify screen with a dim and discolored contrast. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The reporter stated that the pump had experienced intermittent power and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.